Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope; had an intermittent heart rate at 30, and felt dizziness. The patient was admitted for hospitalization. It was also reported that the right ventricular (rv) lead exhibited pauses and unstable thresholds. The rv lead was reprogrammed, then it was capped and replaced. It was additionally reported that the right atrial (ra) lead was noted with chronic high thresholds and undersensing with low p-wave. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.